Event description:
Information received by medtronic indicated that the customer stated insulin pump was not working. Insulin pump was giving no delivery alarm. Customer had received motor error alarm. Customer was able to clear alarm and insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.